Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be established for the findings. A device history review of the current product was conducted, and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head would not open and was not working. The issue was found during a routine inspection by the customer. There was no patient involvement, no harm reported due to the event.